Manufacturer narrative:
The customer advised physio-control that they do not have a timeline for when they would like to return the device for evaluation and advised that they will contact physio if they decide to have the device evaluated. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device is showing its service indicator and would not perform a complete boot up. The device would boot up to a blank screen and at times would not illuminate the leds and at times would not make sound. The symptoms that the device is showing is indicative of a device lockup. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.